Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte retainers, patient reports that they are experiencing their aligners cutting into their gums. Provided tips for gum tissue discomfort and requested further information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.